Manufacturer narrative:
After internal review on 29apr2026 g3 (date received by manufacture) for MDR 3004464228-2025-64351-01 should have been 18dec2025.

Event description:
It was reported the needle mechanism had fully deployed before the pod was able to be used. No impact to the patient's glucose level was reported. Details regarding treatment were not provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The device was received fully deployed. Cracks were observed to the top and bottom housing of the device. Once the housing was removed, damage was observed on multiple internal components, including the mechanism rails, reservoir, reservoir cap, slide insert and retract, linkage assembly, catch beam, the underside of the top housing, piezo, top battery, and chassis. Due to the alignment of the marks on the underside of the top housing and the damage to the internal components, the damage observed was determined to be post use damage. All attempts to download the data were unsuccessful. The battery voltages of all three batteries were measured to be lower than expected. The pcb was removed and inspected; the pcb was observed to be damaged. Due to this damage, the data was unable to be downloaded. All three batteries were observed to be damaged. The damage to the batteries and the pcb were also determined to be post use damage. The timing and cause of the cracks to the top and bottom housing could not be determined and could not be conclusively determined to be post use damage. Inspection of the fluid path found fluid leaking above the plunger in the reservoir as well as a tear to the unexposed portion of the soft cannula. Due to the alignment of the post use damage, both of these were determined to be a result of the post use damage. Due to the post use damage, certain investigation tests could not be completed adequately. Due to the amount of post use damage and the data loss, the exact cause of the reported needle mechanism failure could not be determined.